Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) noted the vacuum compressor low and making noise. The fse replaced the vacuum compressor and resolved the issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Per beckman coulter system hardware experts, vacuum compressor issues would not generate erroneous patient results. A definitive cause of the incident is unknown. All related medwatch reports associated with this incident: 2122870-2013-00535, 2122870-2013-00536, 2122870-2013-00537, 2122870-2013-00538, 2122870-2013-00539, 2122870-2013-00540, 2122870-2013-00541, 2122870-2013-00542.

Event description:
The customer reported non-reproducible, erroneous troponin I (access accutni) results, primarily within the risk stratification, for eight patients, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system and access accutni calibrator. One patient¿s initial result was above the acute myocardial infarction (ami) limit. Subsequent analyses of the patients¿ samples, on the same instrument, primarily recovered lower results within the normal reference interval; one patient¿s result was within the risk stratification range. The erroneous results were released out of the laboratory. As a result, the patients were held in the hospital due to the erroneous values. It is unknown if any additional treatment was given to the patients. There has been no report of current patient outcome to date. The customer stated vacuum under limit system errors were noted on (B)(6) 2013. A beckman coulter field service engineer (fse) assessed the instrument at the facility. This is report one of eight referencing the patient on the event date noted.